Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with two failed battery fails during the call. The customer states there are a lot of readings to be done. The customer declined helpline assistance. No further information was provided.